Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) year old female patient had a skin irritation on her back. The skin irritation was a red sore, was not broken, and had no fluid coming from it. The patient's physician prescribed a lotion and advised the patient to remove the device to allow the sore to heal. The medical outcome of the skin irritation is unknown.